Event description:
It was reported that a malfunction occurred on the customer's pump. The malfunction caused the customer's blood glucose level to exceed a safe threshold, although the exact value was unknown, and it was indicated as "high." The customer took corrective action by administering a correction injection through multiple daily injections (mdi). The customer continued to use the pump for insulin therapy.